Manufacturer narrative:
(B)(4) is not distributed in the u.s.; however, these are devices of essentially identical design distributed in the u.s. Applicable 510k# for u.s. Distributed part is k871204. No sample is expected to be returned for eval. Without the actual complaint sample being returned and the lot number of the product a full investigation cannot be carried out. If the sample is received at a later date and/or if significant info becomes available related to this report, a summary will be provided in a supplemental report. Complaint trends will continue to be monitored.

Event description:
The company received a report where it was claimed that the tube disengaged with the ty-care (tube holder) during pt use resulting in a drop in pt spo2. The caller reported that the disengagement happened several times but could not confirm if it was a result of a defect ty-care or the tube. The end clinician elected to extubate and reintubate the pt with a replacement tube. The tube was replaced without incident.